Manufacturer narrative:
H10 additional narrative: h3, h6: a product investigation was conducted: investigation flow: damage. Visual inspection: the cranial-scr plusdrive ø1.6 self-drill l4 (p/n: 400.834, lot #: h794169) was returned and received. Upon visual inspection, the cross-slot feature was found to be visibly damaged amongst returned screws. The cross-slot feature may impact functionality with the mating screwdriver but does not directly affect material strength. See ¿product photos¿ in pi ¿notes and attachments¿ figures 1-8 for damage found to cross slots. Due to the severe cross slot damage, it appears there was an issue with the insertion of the screws. The thread tips are worn/damaged. No other signs of damage were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was performed on the returned device. Please refer to the attachment ¿table 1 as found - manufacturing investigation¿. The thread profile, thread minor diameter, thread major diameter, and material type were checked where possible to determine if the complaint condition was the result of a failure in the manufacturing process. Document/specification review: based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed and no issues related to design and manufacturing were observed. Raw material testing: lot h794169 was checked for material type and no raw material issues were identified. Manufacturer's risk assessment: per process risk document mpr1622/rev a, lines 260-320 the worst-case harm is 3, and the probability of occurrence is 2 which is a risk level of accept. Complaint confirmed? Yes, the device received was deformed. Hence confirming the allegation. Investigation conclusion the broken complaint condition was not confirmed during the investigation. The complaint condition of deformation was confirmed for the cranial-scr plusdrive 1.6 self-drill l4 (p/n: 400.834, lot #: h794169). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect or raw material issue. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: monument manufacturing date: dec 06, 2018 part number: 400.834, ti low profile neuro screw self-drilling 4mm lot number: h794169 (non-sterile) lot quantity: 348. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional, ns026484 rev aj met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbr14.00 lot number: h692284 lot quantity: 1,682 lbs. Certified test report supplied by perryman company dated jul 05, 2018 was reviewed and determined to be conforming. Lot summary report dated jul 16, 2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review jun 19, 2020: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The incident occurred preoperatively.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a synthes employee. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that in (B)(6) 2020 that there were broken and deformed screws discovered in china. There were no adverse consequences to patients. This report is for one (1) ti low profile neuro screw self-drilling 4mm. This is report 9 of 10 for (B)(4). This report is linked to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.